Event description:
Two implants placed 2/5/98. One was removed 3/5/98, same reasons. Dr felt he may have burned some bone while using an older drill, thereby contributing to the failure. One person affected.